Event description:
On (B)(6) 2014, the reporter contacted animas alleging a battery compartment crack. No additional information was available. There was no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/05/2014 with the following findings: the battery compartment was observed to be cracked on the threads and below finger pad. Unrelated to the initial complaint, the bolus button cover was observed to be torn; the buttons responded normally to testing. The display was observed to be dim, fading, and reddish in color. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).